Manufacturer narrative:
Based on new information provided, this would not have met our further reporting requirements. The instrument wad discarded by the site and no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the probe could not be verified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The device was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the passive planar sharp probe was deformed, another probe was used instead. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: lot number, UDI, device return date. The probe was returned to the manufacturer for analysis. Analysis found that the returned probe has no apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot readings. There was no problem found with the probe. If information is provided in the future, a supplemental report will be issued.